Manufacturer narrative:
(B)(4). The device (catalog#) is not intended for sale in the us. Similar product/component sold in the us.

Event description:
The customer reports the dilator in the pack did not peel apart. Another device was used.

Manufacturer narrative:
(B)(4). The customer returned a used sheath for evaluation. The sheath was still attached along the score line; however, one of the sheath tabs was separated from the rest of the device. Visual examination of the returned sample revealed that one of the sheath tabs separated from the sheath body; however, a small portion of the sheath body was still present within the separated tab. The tab separated due to a tear in the sheath body horizontally along the base of the hub. The point of separation on both pieces appeared jagged and stretched indicating a stretching force was applied to the sheath. No issues were found with the sheath body along the score lines. The sheath length from the distal end of the hub tabs to the distal tip of the sheath measured 2.75", which is within the specifications of 2.625"-2.875" per sheath drawing. Approximately 5 mm of the sheath remained inside of the broken sheath tab. The sheath was torn down the score lines with no issues. A manual tug test confirmed the sheath half still connected to the hub was connected securely. A device history record review was performed on the peel-away sheath and dilator and no relevant findings were identified. The IFU provided with this kit cautions the user: "grasp tabs of peel-away sheath and pull apart, away from catheter , while withdrawing from vessel until sheath splits down its entire length." "Do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator." The reported complaint of a broken sheath tab was confirmed by complaint investigation. One of the two sheath tabs was separated from the sheath body by a tear in the body just below the tab. The edges of the point of separation were jagged and stretched indicating a stretching force was applied to the sheath body. During functional testing the sheath was able to tear apart down the score line with no issues. A device history record review was performed on the sheath manufacturing process and no evidence suggesting a manufacturing related cause was identified. Based on the condition of the sample received and the evidence of use observed, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the dilator in the pack did not peel apart. Another device was used.